Event description:
It was reported that prior to the start of a da vinci-assisted hysterectomy-malignant surgical procedure, the customer reported the small grasping retractor would not articulate and would not open. A back-up instrument was used to complete the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse explained the instrument was inspected prior to use nothing out of the ordinary was noted, and there was no visible defect. The procedure being performed was a robotic hysterectomy. The instrument was used on the patient and the surgical task being performed at the time the issue occurred was trying to retract/move tissue. The issue with the instrument did not occur after a system fault. The procedure was completed robotically with other instrument already in use. There was no harm or injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.